Manufacturer narrative:
Due to additional information received from microport orthopedics reliability engineer and further analysis, the product listed on initial report as phac1254 profemur® neck var/val 8dg long cobalt chrome , lot no: 0611362523 ; has been replaced for this report by the component pha04412 femoral head biolox deltaceramic 12/14 - 32 l , lot: 15308521571233. Given that replacement, it's considered this product as "no complaint stated" since there's no complaint/deficiency against this device. Please void this report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient experienced a sudden onset of pain in the hip joint with subsequent buckling of the leg during normal walking the previous day. Radiological examination revealed a cone fracture.